Event description:
It was reported by repair work order that the customer alleged that there was a brake/steer issue with the unit. Upon inspection of the unit by the service technician, it was identified that the brake/steer function was operating to specifications and the alleged issue could not be duplicated. However, it was identified that the jack could not be lowered due to an issue with the release mechanism.